Event description:
Boston scientific received information that this lead had dislodged. A revision procedure was performed and the physician elected to replace the lead rather than reposition it. The issues were due to difficult patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.